Event description:
Health care professional reported home pt experienced 3 leaks in side seam of ultra set drain bags during use. Per health care professional, there was no pt injury or med intervention.